Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 8300ab27 implanted in aortic position was considered for reintervention due to moderate paravalvular leak (pvl) observed on post-operative echo one month after implantation. During initial procedure, three commissure stiches, four implantation sutures and one additional suture at the non-coronary cup were used. As reported, no issues were experienced while seating the valve. At the time of the original procedure a small pvl was observed on intra-operative echo, however, the leak was so small that the surgeon accepted the leak. Reportedly, the experience of the surgeon implanting intuity valves was low. The patient did not present any symptom and was noted as to be in stable condition under monitoring.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.